Event description:
Physician reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: red particles in the shell and gel, opening extended on posterior and underweight. A visual and microscopic analysis was performed which identified: striated opening on posterior. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage additional, changed, and/or corrected data.

Event description:
Physician reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported unknown side rupture. Device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.